Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed using an 18 x 40-millimeter (mm) non-medtronic balloon under rapid pacing. After completion of the post-implant bav, hemodynamic deterioration was observed. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. Following valve deployment, the patient went into cardiac arrest. 35 minutes of advanced resuscitation maneuvers were attempted; however, spontaneous circulation was never achieved and the patient died. Per the physician, the development of hemodynamic inst ability during the pre-implant bav was due to aortic valve insufficiency caused by the pre-implant bav.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (lot: 0013168852); product type: 0195-heart valves; implant date: n/a; explant date: n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted using an 18 x 40-millimeter (mm) non-medtronic (trueflow) balloon under rapid pacing. After completion of the post-implant bav, hemodynamic deterioration was observed. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. Following valve deployment, the patient went into cardiac arrest. 35 minutes of advanced resuscitation maneuvers were attempted; however, spontaneous circulation was never achieved and the patient died. Per the physician, the development of hemodynamic instability during the pre-implant bav was due to aortic valve insufficiency caused by the pre-implant bav. Additional information was received to report the cause of death was the aortic insufficiency caused by the pre-implant bav which resulted in hemodynamic deterioration that could not be reversed, ultimately leading to the patient's death. Per the physician, the valve and dcs can be excluded as a contributing cause to the patient's death. The physician also noted the patient's underlying medical history consisted of severe aortic stenosis. The physician considered the patient's clinical fragility may have contributed to the inability to recover from the severe hemodynamic deterioration triggered by the aortic insufficiency induced by the pre-implant bav.